Manufacturer narrative:
Investigation in progress.

Manufacturer narrative:
The lot number is unknown and therefore the device work order and mfg records cannot be reviewed. No imaging was provided to assist the investigation. Based on the info provided, it was noted that the proximal neck/sealing zone was irregular in shape with mild thrombus. It is possible that this contributed to the reported endoleak. Attempts to obtain add'l info and/or imaging were unsuccessful and a definitive root cause cannot be determined. The IFU supplied with the device states that "key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation (>45 degrees for infrarenal neck to axis of aaa or >45 degrees for suprarenal neck relative to the immediate infrarenal neck). Short proximal aortic neck (>4 mm), greater than 10% increase in diameter over 15 mm of proximal aortic neck length, and circumferential thrombus and/or calcification at the artenal implantation sites, specifically the proximal aortic neck and distal iliac artery interface. Irregular calcification and/or plaque may compromise the fixation and sealing of the implantation sites. Necks exhibiting these key anatomic elements may be more conducive to graft migration".

Event description:
On (B)(6) 2014, the pt received a zenith fenestrated 2-30-124 proximal component, a zenith fenestrated 12-28-76 distal component, a spiral z 20 x 56 right iliac leg, and a spiral z 20 x 74 left iliac leg. One 7 x 38 mm atnum icast stent was placed in each renal artery. The implanting physician noted that the device was twisted when unsheathed. He resolved the twisting by making adjustments in the delivery of the device. At the conclusion of the case, the endovascular graft and stented renal arteries were patent, with no evidence of kink. A proximal type I endoleak was noted after the endograft was completely implanted and was not treated. A post-procedure CT scan was not done. The pt was discharged from the hospital on "(B)(6) 204". No adverse clinical sequelae have been reported for this patient.

Manufacturer narrative:
Additional investigation has been undertaken in relation to the observation made by the implanting physician that the device was twisted when unsheathed. Due to the limited information received, the exact root cause of the twisting is unknown, however, potential root causes include: twisting of the graft/system during loading; twisting of the graft/system during preparation at the user facility; twisting of the graft/system during introduction into the patient. The twisting appears to have had no impact on the successful deployment of the graft which was confirmed to be patent. It was documented in the pre-existing conditions that the right and left iliac arteries were moderately tortuous; therefore, it is possible that this contributed to the twisting observed. As the lot number is unknown, the manufacturing work order cannot be reviewed. However, the manufacturing instructions (maa34058) state to ensure the graft is compressed symmetrically and that the sheath is not twisted after transferring. The IFU sent with these devices instructs the user to check the orientation of the graft prior to insertion and to avoid twisting the graft.

Event description:
On (B)(6) 2014, the pt received a zenith fenestrated 2-30-124 proximal component, a zenith fenestrated 12-28-76 distal component, a spiral z 20 x 56 right iliac leg, and a spiral z 20 x 74 left iliac leg. One 7 x 38 mm atrium icast stent was placed in each renal artery. The implanting physician noted that the device was twisted when unsheathed. He resolved the twisting by making adjustments in the delivery of the device. At the conclusion of the case, the endovascular graft and stented renal arteries were patent, with no evidence of kink. A proximal type I endoleak was noted after the endograft was completely implanted and was not treated. A post-procedure CT scan was not done. The pt was discharged from the hospital on (B)(6) 2014. No adverse events have been reported for this pt.